Manufacturer narrative:
(B)(4). The end stage renal disease (esrd) death notification form (B)(6) received for this patient listed the primary cause of death as pulmonary infection (pneumonia), with secondary causes of (B)(6), and lymphoma. The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
An inpatient user facility reported that a patient, who had switched from peritoneal dialysis (pd) to hemodialysis (hd) on (B)(6) 2015, had expired. After converting to hd, the patient was diagnosed with lymphoma. At that time, the decision was made for the patient to remain on hd, so that the chemotherapy would be better tolerated. The patient was hospitalized on (B)(6) 2015, and then passed away on (B)(6) 2015 from complications of pneumonia. No device malfunction was reported.

Manufacturer narrative:
Manufacturing evaluation: the device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, there was no allegation of a machine malfunction. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k2 hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. Clinical investigation: the patient medical records were provided by the facility on february 25, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A review of a patient death certificate confirmed that a (B)(6) years old male end stage renal disease (esrd) patient was on in-center hemodialysis (hd) therapy being carried out via fresenius renal replacement products with hd prescriptions not reported. The patient began treatment via peritoneal dialysis (pd) therapy on an unknown date in 2011, and subsequently changed treatment modality to hemodialysis on (B)(6) 2015. On (B)(6) 2015, the patient was hospitalized. The ¿esrd death notification¿ document ((B)(4)) revealed that the patient expired in the hospital on (B)(6) 2015. The treatment modality at the time of the patient¿s death was in-center hemodialysis. The primary cause of death was pulmonary infection (pneumonia, influenza), with secondary causes being (B)(6) and lymphoma. The patient continued to receive renal replacement therapy up until their death. No hospice care was provided to the patient prior to death. There is no documentation in the medical record supporting a possible association between the fresenius hd machine and the event of pulmonary infection and the outcome of death. However, there is a probable association between the event of pulmonary infection and the co-morbid diseases of (B)(6), lymphoma, and the use of chemotherapeutic agents.